Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion and would be replaced once it reached elective replacement indicator (eri). At this time the s-ICD remains in service and no adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.